Event description:
It was reported that the catheter has an extra plastic piece attached to the end of it and it was not usable. The catheter was changed for a new one to complete the procedure with no injuries.

Manufacturer narrative:
(B)(4). It was reported that the catheter has an extra plastic piece attached to the end of it and it was not usable. The returned device was visually inspected and no extra plastic or debris was found. The catheter was found in good condition. The complaint condition reported could not be confirmed. The device history record (DHR) was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA when analysis is completed or if any additional information is provided by the customer. (B)(4).